Event description:
A male pt contacted lifecor customer support to report that he was receiving "connect belt" messages. Support sent a pt services representative (psr) to the pt to replace the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The green wire, which carries the signal for the belt in place line, was off of its pad. The entire cable was strained. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown but is likely due to strain placed on the cable during pt use. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.